Manufacturer narrative:
G2 correction: user facility was inadvertently checked. Corrected by checking company representative. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred because the sdi (serial digital interface) terminal was damaged. However, a definitive root cause could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The high-definition lcd monitor was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the sdi 1 (serial digital interface - one) was damaged. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated as part of the asset return process, and it was found that the sdi 1 (serial digital interface - one) was damaged; as a result, there was no lcd (liquid crystal display) and the damaged printed circuit board required replacement. There was also a minor crack in the rear cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.